Event description:
Pin fell out of the handle before operation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. One fixation pin of the moveable locking slider has fallen out. The press fit of the pin is not according to specifications. The pin diameter is correct but the drilling seat does not meet the specifications. This complaint is deemed valid, a CAPA determination request has been initiated. A review of the device history record did not show conditions that could have contributed to the reported event and not deviation to the specification was found.